Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was 509 mg/dl which was treated with 8 units by pen. Customer stated they had flue and blood glucose was rises fast. Costumer does not think insulin pump was under delivering. Auto mode feature was active at the time of high blood glucose event. Last blood glucose reading was 535 mg/dl. The insulin pump will not be returned for analysis.